Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presented with hip pain. The acetabular cup was loose. Medical records were received. The operative report from the revision surgery indicates that grayish colored fluid was aspirated from the hip during the revision.